Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that venous air alarms occurred at the start of a routine hemodialysis treatment. Air was observed in the venous line and attempts were made to remove the air using a 10cc syringe. The air alarms could not be resolved and recovery attempts were discontinued. Due to the amount of the air in the venous line rinseback was not performed resulting in an estimated total blood loss of 230cc. No medical intervention was required.

Manufacturer narrative:
Review of the cycler log files confirmed that air was detected by the air sensors suggesting that the cycler alarmed appropriately. The exact source of the venous air cannot be determined; however, there is no evidence to suggest a device malfunction occurred. The user's guide states possible causes for this alarm as a loose or dislodged connection, air in saline during prime, or residual air in cartridge during prime. The user's guide provides adequate instructions for troubleshooting air alarms. Facility staff has been notified and will provide additional training regarding air removal steps. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.